Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to encoder out of phase. Displacement test was not performed due to constant motor error alarm. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
It was reported that the customer had a motor error on his or her insulin pump during the rewind sequence. The customer's blood glucose was unknown at the time of reporting. The device is being returned. No additional information was reported.